Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00628 to provide additional information based on the evaluation of the device. Lot # was corrected. Device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on august 11, 2015, omsc confirmed that the probe broke down at 14 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad was partially worn. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the investigation, it is highly likely that the ptfe pad was partially worn since the user continued activating output without contacting tissue (including after the tissue already cut) or activated with grasping and twisting tissue, and consequently the probe contacted with the metal part of the jaw, and besides the probe was cracked and broken. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a total laparoscopic hysterectomy. The probe was broken and the fragment of the probe fell off inside the patient. The fragment was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). So, the exact cause of this issue cannot be conclusively determined. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, there is a possibility that the probe breakage occur since the user output the device contacting with something hard or the probe and the jaw came into contact, which caused scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.